Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. As a result of this damage, the instrument failed the electrical continuity test. Failure analysis investigation also found the instrument's main tube to be broken. The main tube was broken approximately 3.012 from the distal end. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cystectomy procedure, the monopolar part was not working. Tried new cords with it, and still would not work. Traded out with brand new fenestrated bipolar forceps instrument and hooked it up with cord, then the new one works fine. Recognized on the screen but the cautery part did not work. There was no patient harm, adverse outcome or injury reported.